Event description:
It was reported that during setup prior to a surgical procedure at the user facility foreign material was found in and on the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in and on the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was scrapped by stryker.

Manufacturer narrative:
Evaluation in progress.